Event description:
This procedure is part of the (B)(6) study. There was a dissection present. The physician elected to treat the dissection with a percutaneous stent placement. Post stent deployment angioplasty showed no residual stenosis or dissection.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.